Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented in clinic for a follow up. An x ray confirmed insulation damage on the right ventricular (rv) lead and atrial (ra) lead. On (B)(6) 2024, the physician elected to cap and replace both the rv and ra lead. The patient was in stable condition.